Event description:
A caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully followed the guidance, resolving the issue without any further errors.